Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to rupture of left breast implant. Pt had noticed firmness in their breast prior to seeking medical attention. During surgery it was found that both breasts had ruptured and that loose silicone was present in both breast capsules. Breast implants were placed 28 years ago. MFR unknown.